Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of broken wire at the handle. Block h10: the returned microknife needle knife was analyzed, and a visual evaluation noted that the cutting wire at the handle section was broken and kinked/bent. These findings were consistent with the findings when the device was observed under magnification. Evidence of bending forces was observed at the broken area. X-ray inspection was performed and it was found that the working length at the proximal section was kinked/bent. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and kinked/bent at the handle section. Additionally, the working length at the proximal section was kinked/bent. Based on the condition of the device, the problems found could have been caused due to handling and manipulation of the device during its use leading to a kink/bend on the working length at the proximal section. Probably the kinked/bent working length at the proximal section could have caused some friction with the cutting wire during the handle actuation and this condition could have contributed with the wire breakage. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that one complaint exists for the specified lot reported by a different customer due to a different reason.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was cannulating the guidewire into the patient's duodenal papilla but he was not able to cannulate after several attempts. The physician decided to use microknife xl to cut the site; however, the cutting wire at the handle portion broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was cannulating the guidewire into the patient's duodenal papilla but he was not able to cannulate after several attempts. The physician decided to use microknife xl to cut the site; however, the cutting wire at the handle portion broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.